Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. The customer's blood glucose was 135 mg/dl. The customer stated that the no hospitalization or serious injury resulted from the event. The customer stated that the insulin pump always failed on the weekend and that she experienced sickness when she reverted to her back-up plan. The customer was advised to return the insulin pump for destructive analysis and agreed to do so.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.